Event description:
On(B)(6) 2013 doctor reported that the patient had moved and as a consequence they had lost suction. The doctor did not release the foot switch when the patient moved. Then, when proceeding with the phaco side in the chop pattern the doctor noted that he saw a mark on the cornea. The doctor did not perform any surgical intervention to preclude any damage and will continue to follow this patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable informatin becomes available, (B) (4).